Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 190 mg/dl. Customer stated that the inuslin pump may have been exposed to moisture. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had no button response due corroded keypad traces. No button error alarms noted. Insulin pump had moisture damage on lcd board. Insulin pump had a broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection.